Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was offline due to configration issue. Upon arrival, the field service engineer found the device displaying a black screen. The specialist proceeded to power off the device and then turned it back on in an effort to rectify the problem. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was offline, which caused dealy in dispensing the medication. There were no adverse events or injuries reported based on this event.